Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as lot # of the device in question was not known. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a primary surgery of the left knee performed on (B)(6) 2015. According to the complainant, following the primary surgery, the patient experienced left knee pain, difficulty walking/standing, as well as loosening and instability of the implant. The patient underwent a revision surgery on (B)(6) 2018. The complaint device was not available to be returned to the manufacturer for evaluation. No known adverse patient effects occurred as a result of the revision surgery. Additional information has been requested, but has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).